Event description:
An ocd laboratory specialist splashed fluid in their eye when opening the container. The fluid contains human serum. There was no immediate harm to the subject as a result of this event.